Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: percutaneous transluminal pulmonary angioplasty for thrombosis confirmed at an early time after rvotr using contegra graft. Citation: japanese college of pediatric interventional cardiology authors: yuichiro sugitani and eiji morihana et al. The event date and date of publish are unknown.

Event description:
Medtronic received information via literature review of two cases of thrombus after the implant of this bioprosthetic pulmonary valved conduit. The authors reported that of the 11 implants of this bioprosthetic pulmonary valved conduit, performed a single medical center, 3 cases showed thrombosis (2 cases at the valve position, 1 case at the pulmonary artery). Details from 2 cases were provided. Medtronic received information that nine days post implant of this bioprosthetic pulmonary valved conduit (16mm), a computed tomography (CT) indicated a thrombus on the valve. Thrombolysis drug therapy was initiated. On post implant day 21, an angioplasty was performed and was successful at "crimping" the thrombus on the valve. Medtronic received information that five days post implant of this bioprosthetic pulmonary valved conduit (14mm), antiplatelet therapy was initiated and anticoagulant therapy was initiated on post implant day 6. A computed tomography indicated a thrombus on the lower end of the pulmonary artery. An angioplasty was performed. With the combination of drug therapy and angioplasty, the thrombus resolved. Other adverse events included: stenosis at the distal end of the pulmonary valved conduit that was treated with an aneurysmoplasty. No serial numbers were provided. No additional adverse patient effects were reported.